Event description:
Literature was reviewed regarding 'long-term follow-up results after in situ laser fenestrated endovascular treatment of abdominal aortic aneurysms.' The time frame of this study was between 2016 and 2017. The following medtronic devices were used: endurant stent graft (medtronic). Deaths occurred in the study population. The causes of death were one patient had post-operative thrombosis of the sma stent and died at day 5, another patient had dissection and thrombosis of the left renal artery during the operation.no further information was provided pertaining to medtronic products.

Manufacturer narrative:
Long-term follow-up results after in situ laser fenestrated endovascular treatment of abdominal aortic aneurysms majewski, marek et al. Journal of vascular surgery, volume 79, issue 4, 73s doi: 10.1016/j.jvs.2024.01.173. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.